Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon stated that there was an issue with the staples not forming while using a white reload. It is unknown which device was being used with the reload. Case completed with another reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l54767. The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the reload.